Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified; however, the report noted that the patient's anticoagulated state contributed to the reported event. MFR# reference: 39051

Event description:
It was initially reported that following a trabecular microbypass stent system procedure, a patient that was on blood thinners presented postoperatively with a hyphema for two (2) weeks. Through follow-up, the following additional information was received. Per report, the patient underwent an uneventful right eye (od) cataract surgery followed by stent implantation. Reportedly, the patient presented with a grade iii hyphema associated with elevated intraocular pressure (iop), requiring an anterior chamber (ac) washout and discontinuation of anticoagulants. The report noted that anticoagulants were not paused prior to the procedure, and the patient's anticoagulated state contributed to the hyphema. The report also noted that the event is ongoing due to uncontrolled iop and persistent microhyphema. The most recent patient was described as "much better" with improved iop after ac washout and stent removal with no recurrent bleeding, and the patient will continue to be monitored.